Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), ureteric perforation ("perforation ¿ureter") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) (batch no. 414481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain ("pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and syncope ("fainting"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full),) and surgery (hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ureteric perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and syncope outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, syncope, ureteric perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter and events (menorrhagia, perforation ¿ureter, pregnancy (no complications)), pelvic pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), ureteric perforation ("perforation ¿ureter") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) (batch no. 414481-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain ("pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and syncope ("fainting"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ureteric perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and syncope outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, syncope, ureteric perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and syncope ("fainting"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage and syncope outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, syncope and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.